Event description:
Discordant (B)(6) results were obtained on an advia centaur xp instrument. The results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention as a result of the discordant ahbs results.

Manufacturer narrative:
A siemens technical applications specialist (tas) was sent to evaluate the advia centaur xp instrument. The tas determined the cause of the discordant results was due to the ahbs check range being set incorrectly. The check range should have been set at 7.5 - 12.5 miu/ml, but it was set at 0.75 - 1.25 miu/ml. The customer was reporting results qualitatively based on quantitative data. The tas corrected the ahbs range from 0.75 - 1.25 miu/ml to 7.5 - 12.5 miu/ml. The instrument is performing within specifications. No further evaluation of the device is required.